Manufacturer narrative:
During the evaluation of the device at a third party service center, a failure of the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator's active exhalation control module was damaged. There was no harm or injury reported.